Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on merlin.net with pause episodes. The episodes were noted to be false and caused by diminished r wave amplitudes. On (B)(6) 2019 programming changes were made and the undersensing was resolved. The patient condition is fine.